Event description:
While nurse was giving bath to patient, vent went blank, was not ventilating patient. Nurse began bagging patient, while respiratory therapist switched out the vent. Patient was stable during entire incident, nad.